Manufacturer narrative:
Citation: tarantini g et al. Long-term outcomes and prosthesis performance after transcatheter aortic valve replacement: results of self-expandable and balloon-expandable transcatheter heart valves. Ann cardiothorac surg. 2017 sep;6(5):473-483. Doi: 10.21037/acs.2017.08.02. Earliest date of publish used for date of event: september 1, 2017 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations.if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the long-term outcomes and hemodynamic performance in patients who underwent transcatheter aortic valve replacement (tavr) with the medtronic corevalve or edwards sapien xt. All data was retrospectively collected from a single center registry between june 2007 and december 2010. The study population included 171 patients. Of those, 87 patients (predominantly female, mean age 81 years) were implanted with medtronic corevalve transcatheter valves. No unique device identifier numbers were provided. In the corevalve group, two procedural deaths occurred, and within thirty days after tavr, five all-cause and four cardiovascular deaths occurred, respectively. The authors also reported that of the eleven patients with moderate to severe paravalvular leak (corevalve = 10, sapien xt = 1), seven died within forty-eight months of follow-up. None of the deaths were directly linked with the corevalve as the causes of the deaths were not characterized. In the corevalve group, adverse events included: new permanent pacemaker implantation, valve-in-valve implantation during tavr procedure, intra-procedural atrioventricular block, cardiogenic shock, stroke (in-hospital or within thirty days after tavr), acute myocardial infarction, mild to severe paravalvular leak, life-threatening or major bleeding, major vascular complications, post-procedural mean gradient greater than or equal to 20 mmhg, and re-hospitalization for congestive heart failure. Medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.